Event description:
3 pts using home infusion pumps had problems with tubing leaking. The nurses changed out the pumps and 2 had new tubing that leaked. They recalled all tubing - there was a possibility of 3 different lot numbers since the nurses did not realize a third initially, the defective tubing was not saved. Md's were notified. No change in orders. No adverse events with pts. They were fine. Tested by abbott: rptr has tubing from the lot numbers - please advise if FDA wants them if rptr should keep or dispose. No adverse reactions. Analysis comments: they cannot confirm the customer's complaint that the sets leak. Received 175 sets 55 were lot #821314w and 120 were lot #850544w, all were list #13403. Twenty-four from lot #821314w and 60 from lot #850544w were leak tested and no leaks occurred. A search of complaints for the recorded list number within the last twelve calendar mos revealed a low incidence of reports of this nature.